Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent an orthopedic salvage system procedure on an unknown date. Subsequently, on (B)(6) 2014, patient was measured with a 15cm leg discrepancy. Additionally, it was noted that the femoral component migrated proximally and the stem protruded through the greater trochanter. There has been no reported revision procedure to date.